Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue): the pump is not delivering basal rate as programmed: basal history does not match active basal program this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/18/2015 with the following findings: no defect was found. Pump powers with returned battery cap. Basal history shows basal deliveries correspond with basal program settings. Basal history also shows temp basal program activated causing the basal history to appear to be inaccurate. Pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Basal history settings correspond with basal program settings. Pump case was removed, no evidence of moisture or loose components inside pump.